Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "pump wasn't working properly". There was no reported adverse impact to the customer's blood glucose level. Customer reverted to multiple dose injections for insulin therapy. Follow up from tandem technical support was declined and no further information was able to be obtained.